Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided following submission of this report with product evaluation information once it is available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) that involved stent retrieving and further dilation of the dhc [ductus hepaticus communis], the physician used a soehendra stent retriever. The thread of retriever broke [tip is broken] trying to pull out the mounted plastic-stent out of papilla major. Additional information received on 09-november-2020 states that the placed plastic-stent should be retrieved. The wire guide was placed inside the plastic-stent (ps). The soehendra stent retriever was pushed over the wire guide to the tip of the ps. The thread of the soehendra stent retriever was screwed inside of the tip of the ps. The physician tried to retrieve the ps and the thread broke off the stent retriever sheath. The sheath was pulled out of the endoscope. The ps was recovered with forceps and the wire guide [the threaded portion of the retrieval device was broken off inside the stent and both the stent and detached portion of the stent retriever were removed as one piece with the forceps]. [This meant that] cannulation had to be done again. Clarification was received on 02-december-2020 that states that the retriever broke and was recovered in the same procedure. The broke tip including the plastic stent was picked [up] with forceps. The physician then pulled out the endoscope including the recovered materials. A section of the device initially detached inside the stent but was removed with forceps and did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The returned irrotational cable and handle have slight discoloration and a bend is present at the distal end of the shrink tube. Solder is present on the distal end of the cable. The length of the returned handle and cable is 185.4 cm. The device was returned with the detached metal tip inside of a stent. The metal tip had solder on the proximal end. The returned stent presented with discoloration. For further evaluation of the break at the distal tip, a lab meeting with production leadership and the CAPA team was held. The tip was removed from the stent for closer examination. After close inspection under increased magnification and comparison to an intact metal tip, it was concluded that the break appeared to occur in the proximal smooth portion of the metal tip, indicating that the soldered joint did not fail. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. A corrective action has been initiated concerning device failure due to metal tip detachment. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent receiver may damage the stent receiver. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) that involved stent retrieving and further dilation of the dhc [ductus hepaticus communis], the physician used a soehendra stent retriever. The thread of retriever broke [tip is broken] trying to pull out the mounted plastic-stent out of papilla major. Additional information received on 09-november-2020 states that the placed plastic-stent should be retrieved. The wire guide was placed inside the plastic-stent (ps). The soehendra stent retriever was pushed over the wire guide to the tip of the ps. The thread of the soehendra stent retriever was screwed inside of the tip of the ps. The physician tried to retrieve the ps and the thread broke off the stent retriever sheath. The sheath was pulled out of the endoscope. The ps was recovered with forceps and the wire guide. [This meant that] cannulation had to be done again. Clarification was received on 02-december-2020 that states that the retriever broke and was recovered in the same procedure. The broke tip including the plastic stent was picked [up] with forceps. The physician then pulled out the endoscope including the recovered materials. A section of the device did not remain inside the patient¿s body. The detached portion was retrieved with forceps. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.